Event description:
It was reported that at a routine follow-up appointment, this implantable pacemaker was found to be operating in safety mode. Boston scientific technical services (ts) was contacted for advice. As the patient receives a small percentage of pacing from this device, ts recommended patient hospitalization pending a replacement procedure. Recently, this device was explanted and replaced to resolve the event, and no additional adverse patient effects were reported. This pacemaker is expected to be returned for analysis, but has not yet been received.

Event description:
It was reported that at a routine follow-up appointment, this implantable pacemaker was found to be operating in safety mode. Boston scientific technical services (ts) was contacted for advice. As the patient receives a small percentage of pacing from this device, ts recommended patient hospitalization pending a replacement procedure. However, this has not yet occurred. At this time, this pacemaker remains implanted and in-service. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. Visual examination identified no anomalies. When interrogated, this device was confirmed to be operating in safety mode, however, a complete memory analysis was unable to be performed. The device case was then removed to facilitate inspection of the internal components and further testing. The battery was removed from the device and replaced with an external power source. The current drain was measured and found to be normal. Testing of the battery found it was depleted; however, no cause for the depletion was found. Therefore, despite a thorough analysis, the cause of the safety mode reversion cannot be established. This report is being sent to provide new information in sections b5 (event description), d9 (device avail for evaluation and returned to manufacturer date), h3 (device eval by manufacturer), h6 (component codes, evaluation method codes, evaluation result codes, and evaluation conclusion codes), and h11 (additional MFR narrative).

Event description:
It was reported that at a routine follow-up appointment, this implantable pacemaker was found to be operating in safety mode. Boston scientific technical services (ts) was contacted for advice. As the patient receives a small percentage of pacing from this device, ts recommended patient hospitalization pending a replacement procedure. Recently, this device was explanted and replaced to resolve the event, and no additional adverse patient effects were reported. This pacemaker has been received for analysis.